Event description:
A mayfield skull clamp was reported to have slipped after the lock was engaged. The malfunction occurred when the pt was placed in the skull pins before repositioning for a craniotomy. Another skull clamp was used and the pt was positioned safely. The pt incurred a laceration that was repaired by the surgeon. The pt outcome: no other injuries were reported. Mayfield adult disposable (a1072) skull pins were used for the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.